Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative with the binaxnow covid-19 ag self test performed on (B)(6) 2022. Consumer reports she had different results coming from two kinds of test kits, one coming from a different provider and one with binaxnow covid-19. The result she got from the different provider was positive and the binaxnow generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Additional data : d4, h4 corrected data : d1 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 174283 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 195-160/195-260 / lot 174283 and device part number 195-430h / lot 171441. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.001% . Abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.